Event description:
Patient underwent synex ii implant at l4 for treatment of fracture sustained in 17m fall. Surgeon implanted the device through a left lateral approach, and packed bone graft around the central body. Supplemental fixation consisted of uss fracture system with 4 posterior screws. Pt experienced loss of 60% synex ii height. Reportedly, surgeon does not plan reoperation.

Manufacturer narrative:
Device not explanted, device remains in patient. Manufacture date cannot be determined without a lot number. An investigation associated with the product recall has identified the following: the primary root cause has been identified as wear of the locking mechanism. Specifically, the failure was a result of severe wear to a critical feature of the locking mechanism teeth, the rake angle, which is responsible for locking of the expandable locking ring under load. This worn condition would allow the locking ring to open, resulting in observed central body height loss. The described wear is caused by unanticipated loading and motion patterns, not predicted by preclinical testing. Secondary factors that may have contributed to making the locking mechanism more vulnerable to wear include: lubrication due to bodily fluid, non-union, inappropriate tolerances, insufficient mechanical test setup, insufficient tooth rake angle, and the eccentric central body position. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Synex ii central body devices are currently the subject of a medical device recall.